Event description:
The customer reported to olympus, after a microbiological routine control on the evis exera iii colonovideoscope, the user detected an unexpected filamentous fungi contamination during reprocessing. There were no reports of patient harm or any contamination associated with this event.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated a non-conforming result. The biopsy/operating channel, air water channel, suction channel and auxiliary channel had filamentous fungi contamination. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and the legal manufactures investigation. The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for champignons filamenteux. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the suction channel and flushes out the air/water, auxiliary channels. The customer does not use detergent during the pre-cleaning process just water. During the manual cleaning process, the customer uses detergent anios clean excel d and brushes the instrument channel, suction cylinder and instrument channel port. The customer uses albyn medical scope clean asept inmed brushes. For automated endoscope reprocessor (aer) treatment, the customer uses a soluscope s4 washer and uses soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in a plasma typhoon. Olympus is the maintenance company used by the customer. The scope was not sterilized. Upon device return and evaluation it was noted the plastic distal end cover had a dent, the bending section glue was separated, the universal cord was wrinkled and there was less angulation. IFU warns on inappropriate reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them" olympus will continue to monitor the field performance of this device.

Event description:
The customer provided the results of the culture test performed at the third-party lab, as follows: the air/water channel 4 (colony forming units) cfu, biopsy channel 1 cfu and auxiliary water channel 1 cfu of champignons filamenteux.